Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when they tried to change another catheter due to difficult selection, the tip was detached near rhv. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Product analysis: as found condition: the apollo micro catheter was returned for analysis within a shipping box; within a sealed plastic bio-pouch and a dispenser coil. Visual inspection/damage location details: no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The 1.5cm detachable tip was found to be detached from the apollo micro catheter. The detached tip will not be returned for analysis. Therefore, any contributing factors from the detached tip could not be assessed no other anomalies were observed. Testing/analysis: the apollo total and usable lengths of apollo catheter were measured to be within specification and the distal floppy segment was measured to be within specification. It could not be determined if the apollo usable and distal floppy segment lengths meet specification as the 1.5cm detachable tip was found detached and not returned. The ldpe coupling tube overlap length was measured to be 1.8mm which is within specification. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. However, the cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.